Event description:
It was reported that during a percutaneous coronary intervention, a vessel perforation occurred and post procedure, pt's death occurred. The 50-70% stenosed lesion being treated was located in the proximal left anterior descending (lad) artery. The access site was right femoral. Intravascular ultrasound (ivus) was performed of the mid lad and revealed a very tight, fibrotic, concentric lesion with a lumen area of 2.1mm sq. A 2.5 x 10mm cutting balloon was advanced to the lesion and inflated to 6 atm. The balloon "deflated just fine." Upon withdrawal of the cutting balloon, there was severe extravasation of dye into the pericardium suggestive of a large coronary perforation. The perforation was emergently treated with another manufacturer's stent. The stent partially closed the perforation, but there was still significant extravasation of the perforation as well as distally. The pt had respiratory compromise and cardiovascular collapse with severely low blood pressures. The pt was resuscitated with CPR and intubated. A non-bsc covered stent was implanted into the apical lad. Another covered stent was placed overlapping to cover the entire perforated region. The pt was severely hypotensive. The pt had acute pericardial effusion. Emergent pericardiocentesis was performed with placement of a pigtail drain and aspiration of about 200 mm of blood. There was immediate improvement in blood pressure and decrease in heart rate. The catheters were removed after repeat angiography demonstrated a patent stent in the mid lad with no significant disease elsewhere. The pt heart rate and blood pressure stabilized. A balloon pump was placed. The pt was transferred to the coronary care unit. Medications in the procedure included angiomax, integrilin, diprivan, epinephrine, vasopressin, atrophine, levophed, and dopamine. The pt expired "a couple of days later." The specific cause of death is unk. Additional info was requested but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.